Event description:
It was reported that the patient had atrial oversensing and inappropriate mode switch episodes. The atrial sensitivity of the lead was reprogrammed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.